Event description:
This is the second hip displacement within a year. I have a pinnacle hip that has caused severe and I do mean severe pain since it was implanted. I do all the things I am supposed to and do not bend over wrong. This last time, I was not even actually bent and I do not put my legs straight. The first displacement was really bad. This one went out very fast and the hospital could not get the pain under control for over two hours. I cannot go through this again. I am very big on physical exercise and walk every day. There is no good reason for this. Please give this information to the review board who is now investigating. I need a hip that has been proven successful. This is mental and physical abuse. There is no other way to describe. Gym workouts and daily walking.